Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Extended hospitalization for clinical study - the patient signed informed consent form on (B)(6) 2016. The patient was diagnosed as left fracture of femoral neck before surgery. On (B)(6) 2016 the patient accepted left total hip arthroplasty. No anomaly occurred during the surgery. The ultrasonic report indicated that patient had superficial femoral, popliteal artery and thrombosis in left superficial femoral vein on (B)(6) 2016. The surgeon did thrombus detection and notified patient raise leg and stop massage. The patient had sudden death risk. It needed close observation. The surgeons opinion is that it might be related to devices.

Manufacturer narrative:
Extended hospitalization for clinical study - (B)(6). The patient signed informed consent form on (B)(6) 2016. The patient was diagnosed as left fracture of femoral neck before surgery. On (B)(6) 2016 the patient accepted left total hip arthroplasty. No anomaly occurred during the surgery. It was decided to discharge on (B)(6) 2016. The ultrasonic report indicated that patient had superficial femoral, popliteal artery and thrombosis in left superficial femoral vein on (B)(6) 2016. The surgeon did thrombus detection and notified patient raise leg and stop massage. The patient had sudden death risk. It needed close observation. On (B)(6) 2016 the patient accepted coagulation function test, thrombus and fiber test. The patient was injected 40mg molecular heparin sodium and 250ml 0.9% nacl with 6ml shuxuetong. The surgeons opinion is that it might be related to devices. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.